Event description:
Complainant alleged that the medics were attempting to monitor a unconscious pt, who was in cardiac arrest, with the device in AED mode. The complainant reported that after each of the five shocks were delivered to the pt (the pt was administered a first shock at 200 joules, a second shock at 300 joule, and a third, fourth and fifth shock at 360 joules), the device would not continue analyzing the pt's heart rhythm, but displayed an "analysis halted" message. The medics switched to manual mode and monitored the pt's heart rhythm. The clinician then switched back to AED mode and the device analyzed the pt's heart rhythm. The medics were able to obtain another device to treat the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.